Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow-up, the patient received inappropriate atp therapy due to noise. Patient was asymptomatic. Lead replacement was recommended, but a plan has not been determined yet.

Manufacturer narrative:
Please retract this MDR 2938836-2016-02553 as there is no complaint on this product.